Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm and reoperation. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprosthesis (tgu343415j/16029726). The patient tolerated the procedure. On (B)(6) 2018, a follow-up imaging was run, revealing a pseudoaneurysm being formed around the distal end of the initially implanted endoprosthesis. Additionally, hematoma was found in the thoracic cavity and the patient developed hemoptysis. On the same day, a reintervention was performed whereby three conformable gore® tag® thoracic endoprostheses were implanted to successfully exclude the pseudoaneurysm. The patient tolerated the reintervention procedure.